Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any motor related warnings. The pump powered up and functioned properly. A rewind/load/prime sequence was performed multiple times with no issue. A 24-hour pump exercise was executed with no incidences. The pump was open and the motor assembly was inspected, no defects were found. The reported motor issue was not verified in the black box or duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.